Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Refer to manufacturer report #3004209178-2017-13041 for details pertaining to the reportable related event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the patient experienced terrible neuropathy since implant, so the device was removed. It was noted that this was the patient¿s second ins, and they had experienced neuropathy since implant of the first device; the revision did not fix the neuropathy. It was confirmed that after the device was explanted, the neuropathy went away over time, but not immediately; it had greatly improved. The patient stated that they were concerned that there was nerve damage. No further patient complications are anticipated or expected as a result of this event. There were no device issues reported, and no further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care professional (hcp) on 2017-06-30 reported that the device would not be returned for analysis as it had been discarded. Patient weight at the time of the second implant was (B)(6) lbs. The cause of the neuropathy was reported to be the patient¿s known history of disc disease and alcoholic neuropathy. It was also reported to be stimulation related as it resolved with stimulation off. No further complications were reported.